Event description:
Boston scientific received information that the pacemaker prematurely depleted. The device has been explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Additional analysis of device memory indicates that this device was operating with a current drain near the bin boundary, and as a result, it is possible that the pacemaker current bin may not have matched the longevity calculation displayed on the programmer, resulting in potential confusion and perceived premature battery depletion. Four separate programmer tools are available to monitor battery status (battery status gauge, longevity remaining, the battery status indicator, and magnet rate). Apparent conflicts may arise because the tools assess battery status at different times and by different means (for example, two of the measurements are performed by the implanted device, while two others are performed by the external programmer). Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate (as described above, this device was operating very close to the bin boundary). As a result, clinician observations may include reports that the tools do not align upon interrogation or that certain tools have suddenly changed from the prior interrogation, making it difficult to determine the appropriate time for device replacement or the next follow-up visit. This behavior is based on the design and operation of the battery status indicator tools, and is not due to a product malfunction or out-of-specification condition. Although the device was operating as designed, physicians and clinicians may be confused by these observations. For this reason this behavior is conservatively categorized as a malfunction pattern within the q2 2015 boston scientific product performance report, described as: battery status- longevity remaining, battery status, gas gauge and/or magnet rate do not align or are inconsistent.